Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead. Model#: sc-4318, lot #: (B)(4), description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.